Event description:
It was reported that during a gastrectomy procedure, the device clamp did not staple. It was impossible to advance the staples. The green charger was changed but the same problem occurred. A new charger of another lot has been placed and the clamp correctly worked. There is a possible appearance of gastric fistula after the gastrectomy sleeve. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what device was used with the ecr60g (please provide the product code)? On which firing did the event occur? You reported that ¿there is a possible appearance of gastric fistula after the gastrectomy sleeve.¿ has the patient experienced any post-op complications (fistula)? If yes, please explain what the complications were and what treatments were provided?

Manufacturer narrative:
(B)(4). Batch # l53j8u. The analysis results showed that nine ecr60g cartridge reloads were received unfired and inside their sterile package. The returned reload (a) was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.